Manufacturer narrative:
D10 concomitant products: gl-122, gl-122 polysorb* 3-0 vio 75cm v20 x36, lot# a4f1794y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the needle of both device detached while suturing. Another device was used to resolve the issue. There was no patient injury.

Event description:
According to the reporter during a gastric bypass procedure, the needle of both device detached while suturing. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one needle disengaged from any suture. The area near the tip of the needle was observed to be bent. Due to the quality of the image provided the condition of the swage could not be properly evaluated. It was reported that the needle was detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of needle tip bent that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric bypass procedure, the needle of both device detached while suturing. Another device was used to resolve the issue. There was no patient injury.